Event description:
The dealer states that the end-user alleges that the joystick would not turn of. The left it on the charger and this morning it would not turn on. Home setting. 1-3 years of use. No additional settings.